Event description:
The pt reported that she has experienced a separation of the infusion set tubing at the luer lock connection. She reported that she attempted a bolus and at that time she noticed that it was leaking insulin. She stated that she changed her infusion set tubing and returned to using her infusion device. She reported that her blood glucose values were not affected. The patient did not report requiring assistance from a health care professional or second party to address the issue. The product was requested to be returned for evaluation.